Manufacturer narrative:
The attachment was updated with additional clarification on the patient data.

Manufacturer narrative:
The bead mixer speed was out of recommendations. The service engineer adjusted the bead mixer into specification. The instrument was running will after the adjustment. The calibration was within expectations. The alarm trace shows no hint of an issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of questionable elecsys troponin t high sensitivity stat assay (tnt-hsst) results from a cobas e 411 immunoassay analyzer compared to a cobas 6000 e 601 module at another laboratory. This medwatch will cover the cobas e411. For information on the cobas e601 please refer to the medwatch with patient identifier (B)(6). The tnt hsst reagent lot was 345888 with an expiration date of 31-dec-2019. On the morning of (B)(6) 2019, the temperature in the laboratory was 24 degrees celsius. The qc results were acceptable. The field engineering specialist could not find a root cause. He adjusted the photomultiplier tube voltage. All reagents were calibrated and had qc testing performed. Qc results were acceptable. The investigation is currently ongoing.